Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was no longer receiving stimulation from the s2 lead. X-rays revealed lead migration. Reprogramming was unable to resolve the issue. As such, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Related manufacturer reference number: 1627487-2020-31352. Follow-up information revealed the patient underwent surgical intervention where the patient's s2 and s3 leads were explanted and replaced without complication. Reportedly, effective therapy was restored post-operative. Please note: the patient's s3 lead was added to this event as (device 2).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Patient is no longer experiencing stimulation due to lead migration was reported to abbott. As a result, the patient¿s leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.